Manufacturer narrative:
The device was not in clinical use. There was no report of patient/user harm. A philips remote service engineer (rse) confirmed with the customer biomed the unit was experiencing display issue. The biomed technician determined the cable between the user interface (ui) assembly and the power management (pm) pcba was loose. The issue was resolved by reseating the cables. The device was operational after repairs were completed; and the unit was returned to service. This report is being submitted as part of a corrective action to replace manufacturer report #2031642-2023-00036. All information from the original report(s) has been transferred to this report.

Event description:
It has been reported the backlight is dimming when in use.